Event description:
It was reported that the customer has yet to return the reservoirs that were leaking at the transfer guard while filling the reservoir. Customer called to get the return material to send the reservoirs in for analysis. Customer will be sent a replacement box of reservoirs as courtesy. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis inspected 4 opened/used reservoirs performed pre-fill reservoirs test per (B)(4). Three of 4 reservoirs failed per inspection found reservoir transfer guard needle occluded. Remaining transfer guard needle passed per inspection. (B)(4).